Manufacturer narrative:
(B) (4).

Event description:
The pt felt no stimulation sensation on his right body side and was seen in clinic. Impedances were less than 250 ohms, possible indicating a short circuit. There was no incident or accident associated with the event. The implantable neurostimulator was reprogrammed to deliver therapy via 2 programs to the left body side, which was satisfactory to the pt for the time being. No x-rays were performed. A follow-up report will be submitted if add'l info becomes available.